Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead I mpedance and that no atrial output was observed during ECG monitoring.